Manufacturer narrative:
Additional information: d10 (date device returned), h6, h11 (device evaluation). No additional event information has been received. Investigation conclusion: the investigation of the returned web system found the heater coil windings stretched. The heater coil pet was found melted, indicating that the device was activated using a detachment controller during the procedure; therefore, the damage to the heater coil windings likely occurred post-activation. The stretched heater coil windings are an indication that the tether could have been caught in between the coil windings and caused the heater coil to stretch when the delivery system was pulled/retracted during the procedure.

Event description:
It was reported that the web embolization device was used in a procedure to treat a ruptured middle cerebral artery (mca) aneurysm. After deployment the device would not detach when attempted with a detachment controller. The physician was able to re-sheath and remove the device. Another web device of the same size was used to successfully complete the procedure. The patient was stable.

Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was reported available for return but has not yet been received. The investigation is ongoing. Upon completion of the investigation, a supplemental MDR will be submitted.